Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y, there was no problems with loading the units. The reload popped off once inside the patient. The reload was retrieved. No adverse events reported.